Manufacturer narrative:
Zimmer biomet complaint number (B)(4). Weight unknown / not provided date of event unknown / not provided PMA/510(k) number not available customer has indicated that the product is in process of being returned to zimmer biomet for investigation. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that the patient fell and injured her front teeth. The patient had the implant on tooth site #8 removed.

Manufacturer narrative:
This report is being submitted to relay additional information and device evaluation. The following sections are being reported: h6: type of investigation codes were updated: 10, 3331, 4109, 4110, 4111. H6: investigation findings code was updated: 213. H6: investigation conclusion code was updated: 4310. (1) spline ha cylinder 4.0 13 mm (1872) was returned for investigation. Visual evaluation of the as returned product identified signs of use (bone residue and wear). However, no fracture was identified. Based on the evaluation, device malfunction has not occurred. However, there is no existing nonconformance / CAPA / hhe/d / ie / product hold against the reported devices that did or could cause or contribute to the reported event. Monthly post market trending review identified no adverse trends or actionable trends for the reported event or device. Zimvie quality management system (qms) has controls in place to ensure the distribution of conforming products. Therefore, based on the available information, the product was within specifications and conforming when it left zimvie. DHR review for the lot (0202308) had revealed no deviations nor non-conformances which could have caused or contributed to the reported event. Complaint history review was performed for the lot (0202308) for similar events and no other complaint was identified. Functional testing could not be performed due to the nature of the device and event. The reported event could not be recreated. The complaint is related to the functional performance of the device. The causes are not applicable to this investigation since device malfunction did not occur and the reported event has been unconfirmed following visual/physical evaluation. No further investigation or immediate CAPA / hhe/d escalation is required, as the complaint investigation did not confirm the product was nonconforming at the time of distribution, and no new failure mode, harm, or hazardous situation was identified through the investigation performed.

Event description:
No additional event information was received at the time of this report.